Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the suction channel of the subject device tested positive for stenotrophomonas maltophilia (100 cfu /endoscope). The result of the additional microbiological testing by a third party laboratory didn¿t satisfy the (B)(4) guideline. (B)(4) sent the subject device to olympus (B)(4) for deeper investigation. After the reprocessing at (B)(4), (B)(4) sent the subject device to a third party laboratory for microbiological testing. The testing indicated no microorganisms growth for the subject device. After the microbiological testing at the third party laboratory, the evaluation of the subject device by (B)(4) confirmed following defects. The light guide lenses were cracked. Glue around the lenses and the a-rubber were porous and broken. There were signs of wear and tear on the rubber of the bending section, distal end cover and angulation system. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing conducted by the user facility, the subject device tested positive for stenotrophomonas maltophilia and brevibacterium casei (total of microbial colony count 15 cfu /100 ml). There was no report of infection associated with this report.